Manufacturer narrative:
Field service inspection of the unit determined that the failure was due to inspiratory flow assembly. Technician replaced assembly and unit operated normally.

Event description:
Report stated ventilator had a intermittent failure to cycle alarm.